Manufacturer narrative:
The reported event of devices turning on and off by themselves, or not turning on at all file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported some devices won't turn on, some turn on by themselves, and some devices turn off by themselves. The customer has been experiencing error code 110-6021 and error code 210-6021 on devices, and doesn't know if this is related. There was no patient involvement.